Event description:
It was reported that the touchscreen was broken. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the v60 touchscreen was replaced, electrical safety and controls test done. Unit is clear to go back in service. The touchscreen was replaced, electrical safety and controls test done. Unit is clear to go back in service.

Manufacturer narrative:
There was no patient involvement reported. The issue was found while servicing the device; no patient or user harm was reported.